Event description:
The customer reported that the system locked up. This resulted in a loss of imagining functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on 5v power supply was readjusted. The system was tested and found to be working as intended and returned to service.